Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was not inflating. Upon device removal, it was observed that the right cylinder was punctured and had experienced fluid loss, resulting in the presence of air within the system. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).